Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse stated that in addition to the discordant result, when the system stood idle, it took a few ion selective electrode (ise) measurements before the readings become stable. The cse disassembled the system, replaced the baseline valve, reassembled and checked alignments. The cse adjusted the sample-dilution probe (dpp) to the dilution tray turntable (dtt) and adjusted the dpp to ise. The cse primed baseline and buffer solutions and initialized the instrument. The cse ran an ise coefficient of variation (cv) check and the results were all within range. The cse calibrated serum, which passed. The cse left the system idle for 50 minutes, then re-ran the cv check, and all results were acceptable. Quality controls were run, resulting within range. The cse followed up the next day and ran additional cv checks and quality controls, all resulting within range. The customer increased the frequency of quality controls, and after reviewing the data agreed to put the instrument online for patient samples. A siemens headquarter support center (hsc) specialist reviewed the event data. Hsc identified two potential causes. The cause of the discordant, falsely elevated sodium result was caused by a defective baseline solution valve or an alignment issue of the dpp or a combination of both. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium result was obtained on one patient sample on the advia chemistry xpt instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate advia chemistry instrument, resulting lower and in agreement with a previous result for this patient. It is unknown if the repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium result.